Event description:
It was stated that the patient underwent a full revision surgery. The implant card was received. It was indicated that at the surgery, the surgeon attempted lead pin reinsertion but continued to see high impedance. When the lead was revised, a complete fracture of the lead was found. A new lead was attached and tested to have normal impedance. The facility was a no contact and no return site, so the explanted products will not be returned for analysis. No additional relevant information has been received to date.

Event description:
Clinic notes were received and noted that since last visit multiple seizures noted with falls. Vns showed high impedance likely this could be reason seizures worsening.

Event description:
It was reported that during an office visit high impedance was observed. It was noted that the lead had been implanted for over 10 years however the generator had been implanted for less than a year. Therefore it was unclear if the cause of the high impedance was a lead fracture or if the lead pin had slipped out of the generator cavity. No additional relevant information has been received to date.